Event description:
Country of complaint: (B)(6). Needle detachment.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 5 unopened pouches. There are no previous complaints of this code batch. There are no units in OEM stock. Tightness test to the sample received has been performed and the units are tight. Needle attachment test of the samples received was performed and the results fulfill the requirements of the OEM . Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Corrective/preventive actions: not applicable.